Manufacturer narrative:
The following other devices were also listed in this report: scorpio m-dome x3 patella; cat# 73-20-0710; lot# jj7a. Series 7000 standard tibia; cat# 7115-0009; lot# mml92l. Scorpio nrg ps femoral #9 left; cat# 81-4409l; lot# mmn8rj. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient developed an infection and required wash out and then revision surgery. As per patient report to (B)(4) [(B)(4)]: patient received knee surgery (B)(6) 2014. (B)(6) 2015 - patient presented with pain. Following an stereoscopy a fragment of post from polyethylene was found. (B)(6) 2015 - patient presented with wound leakage and underwent emergency surgery. (B)(6) 2015 - patient underwent revision surgery to remove/replace ptg.

Manufacturer narrative:
An event regarding infection involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned; medical records received and evaluation: no patient medical records were available for review; device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies; complaint history review: there have been no other events for the reported lot. There have been no other events for the reported sterile lot. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient developed an infection and required wash out and then revision surgery. As per patient report to (B)(4): patient received knee surgery (B)(6) 2014. On (B)(6) 2015 - patient presented with pain. Following an stereoscopy a fragment of post from polyethylene was found. On (B)(6) 2015 - patient presented with wound leakage and underwent emergency surgery. On (B)(6) 2015 - patient underwent revision surgery to remove/replace ptg.